Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) and one (1) tmm4b10 (imp tm 4.1mm mtx,10mm) for evaluation. Visual evaluation was performed, the tsvb10 was returned in three (3) pieces. Follow up determined that the damage was attributed to the removal of the devices. No other malfunctions were detected. There was bone debris on the external threads. There were no signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper. DHR review was completed for the subject lot number 1221079. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1221079 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products tmmb10, imp,tm 3.7mm mtx,10mm lot 1228805 g4: premarket identification k011028/k013227.

Event description:
It was reported that the implants caused nerve injury and had to be removed. Pain and paresthesia were reported as a result of the event. Patient will have to return to place new implants.